Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device interrogation revealed that this left ventricular (lv) lead had triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,027 ohms. Technical services (ts) recommended further evaluation in-clinic. This lv lead remains in service. No adverse patient effects were reported.